Manufacturer narrative:
D10: (B)(6); 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6); 320-15-01 - eq rev glenoid plate. (B)(6); 320-15-05 - eq rev locking screw. (B)(6); 320-20-00 - eq reverse torque defining screw kit. (B)(6); 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6); 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. (B)(6); 321-20-00 - equinoxe reverse shoulder drill kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient became infected and developed a loose glenoid. Surgeon placed an antibiotic spacer. The patient was not revised to exactech components. Patient was last known to be in stable condition following the event. No further information available.